Event description:
It was reported that the patient presented for a device upgrade, during the procedure an insulation anomaly was noted on the lead. All electrical parameters were within range. The physician repaired the insulation with the repair kit. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.